Event description:
User experienced two pt samples with discrepant troponin t results. Sample 1, initial result gave 0.052 ng/ml; repeated twice giving 0.016 and 0.013 ng/ml. Sample 2, initial result gave 0.042 ng/ml; repeat gave 0.032 ng/ml. Erroneous results were not reported and no pts were adversely affected. The field service rep. Determined the cause to be low high voltage on measuring cell and adjusted high voltage. Also noted he deleted calibrations and recalibrated blank cell. Performance tests were performed.